Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products is identified in d2. H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned for evaluation. The investigation is unconfirmed for missing component issue. A definitive root cause could not be determined based upon available information. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the malfunction indicated that model 1806060j implantable port reportedly experienced component missing. This report was received from one source. This malfunction did not involve a patient as there was no patient contact. The age, sex and weight of the patient were not provided.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, products that are cleared in the us. The pro code for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, products is identified. As the lot number for the device was provided, a lot history review will be performed. The sample was returned to the manufacturer for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the malfunction indicated that model 1806060j implantable port reportedly experienced component missing. This report was received from one source. This malfunction did not involve a patient as there was no patient contact. The age, sex and weight of the patient were not provided.